Event description:
It was reported that when the patient was seen in his physician's office, his vns system was interrogated and issued a high lead impedance warning message. It was initially reported that there was no suspected trauma or manipulation. A follow up report from the physician expressed that the patient did have a shoulder injury in (B)(6), but it was not indicated to have definitively caused or contributed to the suspected condition of the lead. The patient had a full vns replacement surgery on (B)(6) 2016. The lead impedance on the replacement system was reported to be within normal limits. The explanting facility expressed they would not be returning the explanted devices to the manufacturer. No additional pertinent information has been received to date.